Event description:
Pain in the knee [arthralgia]. Swelling in the knee [joint swelling]. Doctor aspirated 30cc / 65cc of fluid from the pt's knee [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a female pt (B)(6), initials unknown. The pt's medical history was not provided. On an unspecified date in 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection (dose regimen not provided) in left knee. On (B)(6) 2012, the pt was administered the second injection. On an unspecified date in (B)(6) 2012, the pt experienced pain and swelling in the knee. On (B)(6) 2012, the physician aspirated 30cc of fluid from pt's knee. On an unspecified date, the pt was administered the third injection. On (B)(6) 2012, the physician aspirated 65cc of fluid from the pt's knee and was injected steroid as treatment for events of pain in the knee, swelling in the knee, and joint effusion. The action taken with synvisc was not provided. The outcome for the events of pain in the knee, swelling in the knee, and joint effusion was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician did not provide a relationship between synvisc and all the events.

Manufacturer narrative:
The benefit-risk relationship of the product is not affected by this report.